Event description:
A mega c implant was implanted into a patient on (B)(6) 2019 (part # 16-2840/02, sn (B)(4). The patient then had an infection and a partial revision was done on (B)(6) 2019 (part # 16-2840/02, sn (B)(4). On (B)(6) 2021, the patient dislocated and a revision was performed on (B)(6) 2021 to put a new hinge component (part # 16-2840/02, sn (B)(4) and anti-luxation device into the patient. During the surgery it appeared that the connector axis was deployed, however not all the way. It is unknown if the screw backed out, or if it was never put in all the way.